Manufacturer narrative:
Pump received unable to perform displacement test due to cracked bleeding lcd. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was fallen and display was cracked. The customer stated that due to damage they could not saw the battery icon and time clock. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.